Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels, values were not provided. Customer alleged that the basal settings needed to be adjusted. Customer declined to further troubleshoot with tandem technical support.